Manufacturer narrative:
(B)(4). Follow up report - initiated manufacturer's investigation , reviewed DHR , inspect returned samples analysis and findings: the reported event was confirmed when the returned sample was functionally verified. Confirmed pin hole on the balloon of the returned affected device. It should be noted that each catheter is individually tested for proper inflation and leaks during the manufacturing process at the csi trumbull facility, where each device must pass the acceptance criteria for it to be considered into as an acceptable finished device. Although definitive root cause is indeterminable, the most likely cause may have been caused by improper use or handling after the was shipped from csi trumbull fg warehouse, or countering IFU instructions. A review of the lot DHR indicated that the h/s catheter was manufactured according approved work instructions; the review did not reveal any abnormality. Review of the product two-year complaint history noted that several other complaints have been reported concerning balloon inflation related events. Correction and/or corrective action: none - root cause is indeterminable however it's likely attributed to improper use or handling. This complaint will be monitored for trending in that no injury was reported to end user or patient. Was the complaint confirmed? Yes.

Event description:
"Hysterosalpingogram performed today in fluoroscopy. Procedure went uneventfully, including routine checking of the hsg catheter and catheter balloon prior to positioning this in the uterus. The hsg catheter was easily inserted into the endometrial canal and the balloon inflated normally. During the course of injecting contrast it became apparent that the catheter balloon has deflated and the hsg catheter fell out. This was reinserted and the balloon re-inflated. When the catheter was removed at the end of the procedure and it became apparent the balloon was not inflated. Review of the images captured from the hsg were suspicious of something remaining in the endometrial canal. The catheter was inspected again, and I was not certain whether the balloon was complete. Therefore I was worried a fragment of the balloon might still be in the uterus. I rang the referring obstetrician, and asked her to follow up with referral as well. By the time I had done all this, the patient had already left the hospital, so nurse said she would call the patient and get her to come back to the acute assessment area later today. Patient to be recalled to women's acute assessment to determine if there are retained balloon fragments in the uterus. " (B)(4).